Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, hot, burning skin irritation. Skin is not burnt, it just feels that way from the heat rash. No open or broken skin. The patient's physician recommended benadryl. The irritation improved after using benadryl.